Event description:
It was reported that a patient underwent an orthopedic salvage knee procedure. Approximately eight (8) years post-implantation, the patient underwent revision surgery due to a screw backing out of the intended location. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: oss rs poly fem bushings set/2: catalog#161034, lot#456580; oss poly lock pin: catalog#150478, lot#470020; oss tibial poly bearing 16mm: catalog#150412, lot#174730; oss reinforced yoke: catalog#150493, lot#927800; oss poly tibial bushing: catalog#150476, lot#131550; oss rs 8.5cm seg fmrl right: catalog#161123, lot#740790; diah seg lock screw set: catalog#150481, lot#667970; oss rs axle: catalog#161035, lot#274500. Customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.